Manufacturer narrative:
Results: the embolization coil of the third returned smart coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned devices revealed the second, third, fourth, and fifth smart coils had offset coil winds. If the smart coil introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance the smart coils into a microcatheter during functional testing. The first returned smart coil was advanced through a microcatheter without issue during functional testing and, therefore, the root cause of this device¿s reported issue could not be determined. Further evaluation revealed the pusher assemblies of the first and second returned smart coils were kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00066, 3005168196-2018-00067, 3005168196-2018-00068, 3005168196-2018-00070, 3005168196-2018-00071.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils. During the procedure, two smart coils (f77124, c03494) were advanced and implanted using a non-penumbra microcatheter, and after being detached, the proximal ends of the coils migrated out of the aneurysm, so the smart coils were only partially within the aneurysm. Next, two other smart coils (f78441, f78758) felt gritty and were not able to be advanced into the microcatheter, and therefore the smart coils were removed. The physician then was unable to advance a smart coil (f74006) out of its introducer sheath, and therefore the smart coil was not used in the procedure. The physician was able to advance a sixth smart coil (f74006) through the rhv, but was unable to advance it into the hub of the microcatheter, and therefore the smart coil was removed. Next, the physician was unable to advance the seventh smart coil (f73219) out of its introducer sheath and into the microcatheter, and therefore the smart coil was removed. The procedure was then completed using additional smart coils. The physician also deployed two stents into the left and right posterior cerebral artery (pca) to protect the neck of the basilar artery as well as to pin down the protruding tips of the first two smart coils. There was no report of an adverse effect to the patient.